Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the plastic guiding tab on the backup battery ribbon cable falling off was confirmed, as the system controller was returned without the tab on its ribbon cable. The missing tab was not returned with the controller. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended. A log file was extracted from the controller, and no atypical events were observed. A manufacturing analysis task was created under a separate event to further investigate the issue and root cause of the guiding tab falling off of the ribbon cable during implant/initial use of the controller. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while in the operating room, after the sterile field was taken down, emergency backup battery (ebb) was inserted into running a system controller. On the system controller ribbon, the beige arrow indicator with black triangle fell off while inserting the ebb. The backup battery not installed yellow alarm disappeared. The patient did not have any adverse impact. The system controller was exchanged on (B)(6) 2025.